Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the unit was received at the service center and evaluated. The defects reported by the customer were verified and repaired. The reported complaint of defective motor was confirmed. The following activities were performed: "tornado": preventive replacement of o-rings performed. Motor does not turn: motor replaced. Short circuit in the motor cable - motor cable replaced. Defective o-rings replaced. Unit cleaned. Functional test performed. Functional test acc. To test procedure completed safety test checklist enclosed per the input check report, the root causes for the defective device were defective motor and short circuit in cable. The device was fully repaired. This serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: this serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions.

Event description:
Service: doesn¿t turn ¿ jammed motor. No impact on the patient postoperatively. The procedure has been completed. It was reported by the affiliate in (B)(6) that the device had an unspecified malfunction. During in-house engineering evaluation, it was determined that on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.